Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed (the date of the primary surgery was unknown) to implant aml stem (p/n: (B)(4)). On (B)(6) 2016, the cement mold surgery was performed due to the infection. The implanted stem was remained in the patient¿s hip joint. This complaint is related to (B)(4). No further information was provided by the hospital. Doi:unknown; dor: (B)(6) 2016; unknown hip.